Event description:
This adverse event occurred at another facility. This facility changed dialyzers from the fresenius f-series to am-nr-100u for 126 pts. In theis hospital, am-nr-100u dialyzers are intended for single use only. Some pts developed adverse reactions during the first dialysis treatment. These reactions include back pain, shortness of breath, and/or drop in blood pressure. Patient e's blood pressure drop and dropped pt became faint. Patient e was hospitalized. Initial reporter does not have any info on the outcome of this pt. Other pts who complained of reactions are being treated by using am-nr-100u dialyzers. No further problems have not been reported.